Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was evaluated by the manufacturer at the customer site and suspect components were returned for analysis. On-site investigation showed the x-ray status bar would not initialize. System booted into e-stop and would not clear. No data displayed on image acquisition system (ias) status screen for motion. 15 amp fuses above standalone board measure open. Component return confirmed the reported problem: when system control board was installed in a test system, the imaging system motion controls never booted up to a ready state. Could not reload firmware into the system control board. Stand alone board would not power on, when tested on bench, leds were off and fans didn't turn on. Measured voltage at tp7 was 0.013, expected was 15vdc. Conclusion was that the fuses were open and the relay was shorted. These components were replaced and a system checkout performed. System passed all tests and functioning as expected. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that prior to surgery he was booting the imaging system and it was unable to boot up properly. It remained in the initializing please wait mode. He received a framegrabber error on the mobile view station (mvs). There was a green check-mark for motion and a progress bar for x-ray. There was no patient present when this issue was identified.